Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 303128 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that an unspecified number of syringe 10ml emerald bns experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: hole at one of the extremities of the syringe (10 ml) leading to liquid projection on the hcw. The device was not kept.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml emerald bns experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: hole at one of the extremities of the syringe (10 ml) leading to liquid projection on the hcw. The device was not kept.